Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no other incidents reported from this lot. All available information was investigated and without the device to analyze, a definitive cause for the reported sgc leak could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report the leak in the steerable guide catheter (sgc) requiring aspiration. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. After the steerable guide catheter (sgc) was inserted into the patient anatomy and the dilator removed, air was noted in the hemostatic valve. Aspiration was performed and the sgc was removed and replaced with a new one. Two clips were implanted, reducing mr to 2+. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.